Event description:
A cc4204a collamer aspheric single piece lens was returned to the manufacturer torn. Not put in patient's eye. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): evaluation results - visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusions can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).